Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The results of the roller stud were unknown / not specified. It was unknown if any further actions were taken or planned to resolve the issue.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath lot# unknown serial# unknown implanted: explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a refill the other day, an actual 18 ml of residual fluid was drawn with a syringe, compared to the programmer's theoretical value of 7.6 ml, a fluctuation rate of more than 25%, indicating a pump malfunction. It was reported the liquid was said to be yellowish-green in color, similar to light tea. It was reported that in one puncture, the passage of the pump silicone and the feeling of the needle hitting the metal below it were noted, so it was considered that the contents of the pump were definitely suctioned. It was reported that it was requested to confirm that the liquid that was removed is gabalon intrathecal injection. The causal relationship with the catheter, pump, programmer and procedure was unknown. The actions/interventions taken was to further conduct roller inspections. There were no complications, past medical history/history side effects or concomitant drugs. Additional information was received from a foreign healthcare provider via a distributor. It was reported the model, serial number implant dates of the pump and catheter were asked but unknown. It was reported the cause of the volume discrepancy was not determined. The actions/interventions taken to resolve the volume discrepancy was nothing special. The actions/interventions taken to resolve the yellowish-green fluid from the pump was unknown. The issue was not resolved at the time of this report. The actions/interventions planned is to perform a roller study at an unknown date.